Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation, dizziness, headache, asthma (new or worsening), lung disease. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device has not been yet returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache, asthma (new or worsening), lung disease. Previously submitted report was incorrectly filed with wrong country information. In this report, the country information has been updated correctly as united states. Section initial reporter country in box e has been updated/ corrected.

Manufacturer narrative:
The manufacturer received new and relevant information on 05/09/2022. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests. Additionally, the device was corrected. Section g3 and h6 have been updated in this follow up report.